Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that there were issues with blood leaking from where the laur lock hub meets the tubing after starting an IV. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Twelve (12) samples were provided for evaluation. The samples were tested per specification for leakage, and no leakage was observed. Based on the evaluation results, no defects were overserved during the testing process, therefore the reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.